Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead was found to have been formerly placed into a lateral coronary sinus branch and was pacing left ventricular. The lead was implanted in the wrong position and was replaced with a new right ventricular lead. The patient was in stable condition.